Event description:
During a percutaneous kidney stone removal, a karl storz forceps was allegedly used to remove the stone(s) and a foreign piece was noticed. They inspected the instrument and found the hinge was not operating properly. An x-ray confirmed that there was a small foreign object present and the surgeon expects the piece will pass through by itself.